Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to determine the exact root cause but most likely it is due to an improper/ rough handling based on simulations and break tests performed.

Manufacturer narrative:
The suspect device was sent to us for evaluation but we have not received it yet. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista - iflow 200s sensor came apart while on a patient. Furthermore, the customer confirmed that the patient was removed from the ventilator due to problem but no patient harm associated with the event.

Manufacturer narrative:
The suspect device was sent to us for evaluation but we have not received it yet. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista - iflow 200s sensor came apart while on a patient. Furthermore, the customer confirmed that the patient was removed from the ventilator due to problem but no patient harm associated with the event.